Event description:
Low sorbing infusion set was being used for ivig. When the rn completed the infusion and was removing it from the infusion pump, the lower piece of tubing became dislodged from the upper tubing at the blue connector (that sites in the infusion pump). Ivig that was in the tubing, approximately 10ml, dripped onto the rn and the floor.